Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant products: product ID :5068, lead, implanted: (B)(6) 2002. Product ID: 4194, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the hospital due to a broken bone and a device check was carried out, indicating the patient had previously received three inappropriate shocks due to suspected right ventricular (rv) lead fracture. It was also noted a lead integrity alert (lia) had triggered and oversensing was observed. During the revision procedure, it was also noted the battery longevity had decreased and it was suspected the depletion was attributed to increased rv threshold measurements. The rv lead and device were replaced. No further patient complications have been reported as a result of this event.